Manufacturer narrative:
The device was used for treatment, not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed.

Event description:
Pt who had a spine deformity was implanted on (B)(6) 2011 with a construct from t10 to ilium, with allograft spacers. In (B)(6) 2012, pt experienced an infection and returned for a wash out and antibiotic beads with oral antibiotics. Pt experienced infection again, date unk, and was returned to operating room on (B)(6) 2012 for hardware removal. Another wash was performed and antibiotic beads were placed. The procedure was completed successfully. This is 64 of 65 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.